Event description:
The pt underwent a cerebral arteriogram through the right common femoral artery. The physician attempted arteriotomy closure with the closer tsl 6 fr device. An angiogram was not performed prior to device deployment. The operator told the lead nurse that the perclose device felt strange upon deployment, but he continued to proceed with closure. Following the procedure femoral pulse was absent. The physician punctured the opposite groin and performed an angiogram of the right cfa and detected that the vessel was occluded. The physician unsuccessfully attempted a cut down to release the suture in the angio suite. A vascular surgeon was called and the pt was taken to surgery for vascular repair. Surgery was successful and the pt recovered without further incident. The vascular surgeon noted that the pt had a high bifurication with two puncture holes.